Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. According to clinical / medical investigation , it was reported that revision surgery was performed due to the loosening of acetabular component. The patient has had pain and bone fracture. Smith and nephew has not received device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that, after a hemiarthroplasty in which a sl-plus stem, a cocr head and a tandem shell/liner had been implanted, the patient has had pain and bone fracture. A revision surgery was performed due to the loosening of acetabular component: tandem and head were explanted. The patient outcome is unknown.